Manufacturer narrative:
Sanofi company comment dated 10-dec-2018. Follow up information does not change previous case assessment. Based on the information received the causal relationship between pain, swelling, stiffness, and was unable to bear weight for which patient was prescribed for prednisone dose pack and synvisc one cannot be denied. Also the technique regarding administration of injection and the aseptic conditions used while administration was not known. Furthermore, the concurrent conditions, medications, medical history precludes the final case assessment

Event description:
Was unable to bear weight after the injections [weight bearing difficulty]; swelling [knee swelling] ; pain [knee pain] ; stiffness [stiff knees]. Case narrative: initial information received from united states on (B)(6) 2018 regarding an unsolicited valid serious case received from a nurse. This case involves a (B)(6) female patient who was unable to bear weight after the injections, and had swelling, pain and stiffness, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered with intra-articular injection of synvisc one at a single dose of 6 ml (lot - unk) for bilateral knee osteoarthritis. On an unknown date after the injection, the patient had pain, swelling, stiffness, and was unable to bear weight. It was unknown if the symptoms were in both knees. On (B)(6) 2018, patient visited the emergency room. The patient came back on clinic on (B)(6) 2018 and was prescribed a prednisone dose pack. Final diagnosis was stiffness, pain, swelling and was unable to bear weight after the injections. Corrective treatment: prednisone for all events. Outcome: not recovered for all events a product technical complaint (ptc) was initiated on 10-dec-2018 for synvisc one. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 10-dec-2018. Gptc number added and results were updated for the same.